Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt). During interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) premature battery depletion was observed. Boston scientific technical services (ts) was consulted and upon review of the data it was noted that the device triggered a battery depletion code as it appeared the battery usage has increased at a gradual rate. Ts suggested the device be explanted and discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt). During interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) premature battery depletion was observed. Boston scientific technical services (ts) was consulted and upon review of the data it was noted that the device triggered a battery depletion code as it appeared the battery usage has increased at a gradual rate. Ts suggested the device be explanted and discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that a code displayed via the remote home monitoring system indicating that the device may be exhibiting premature battery depletion. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt). During interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) premature battery depletion was observed. Boston scientific technical services (ts) was consulted and upon review of the data it was noted that the device triggered a battery depletion code as it appeared the battery usage has increased at a gradual rate. Ts suggested the device be explanted and discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that a code displayed via the remote home monitoring system indicating that the device may be exhibiting premature battery depletion. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.